Manufacturer narrative:
(B)(4). The customer reported to the local philips customer care center that the ac power module was not working. It was evaluated locally by the customer. Given the info provided by the customer, the philips customer care center determined that the ac power module had failed. The customer ordered a new ac power module which resolved the failure.

Event description:
The customer reported to the local philips customer care center that the ac power module was not working.